Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor, cause was unknown. Carbohydrates were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.